Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for examination from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with the corporate provided adapter caps and blood port caps. The fibers were wet with visible blood within the header caps and fiber bundle; there was coagulated blood within each header cap. Due to the amount of coagulated blood only a partial visual examination could be performed. The investigator did not identify any defects or damage on or within the returned dialyzer. The reported complaint is confirmed. The sonically welded flanges were removed to better examine the o-ring. Further visual examination of the sample revealed that the silicone o-ring under the non-cavity ID screw flange had excess silicone material, preventing a secure seal between the potting cut surface and the interior surface of the header cap. The dialyzer was subjected to a laboratory leak test where no leak was detected possibly due to the coagulated blood present between the non-cavity ID end screw flange and the dialyzer housing. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review con firmed the labeling, material, and process controls were within spec. A quality feedback notice was initiated to inform the supplier of the o-ring that excess silicone material was found by the MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. The blood leak was visually observed. No damage was identified on the dialyzer. Blood test strips were used and tested positive. The machine did not alarm. Estimated blood loss to the patient was 250ml. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment as he refused to restart his treatment with all new supplies. Sample is available for manufacturer evaluation and has been requested.